Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were minimally burnt. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 started shutting off sooner and sooner. The harvester was about 2/3 done with the branch transection. Some "dirty dissection" and fasciotomy was done. The jaws were cleaned once. The user waited the 15-30 seconds after some shut downs, but even then, it still would only go 3-4 seconds. A pre-test was done and the power setting was 3. A second kit was opened when it started shutting down more, but after a few minutes, the same problem occurred. There were no pt effects. The product was returned.